Manufacturer narrative:
Unique identifier (UDI) and PMA/510k are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarm and an error code. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt with no physical damage noted. Error codes were found in the ehl (event history log). The customer reported issue was confirmed as a similar error code was experienced during the investigation. Root cause of the reported issue is unknown, but there is a possibility of a defective gear motor. Recommend to replace the gear motor. The product is beyond 2 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.